Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level due to food consumption. Bg level was not provided. Bg was addressed via a correction bolus. The customer declined to provide additional information regarding the issue.